Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon interrogation, it was noted that the right atrial lead exhibited high impedance. Measurements in clinic were with in range. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.